Event description:
It was reported that, after a tha had been performed, the patient presented a peri prosthetic fracture. A revision surgery was performed to plate such fracture. The patient recovered well.

Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigation, this case reports that after a tha, a revision/plating was performed due to a periprosthetic fracture. Per email correspondence, the requested surgical records and x-rays are not available. Without sufficient supporting medical evidence, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.